Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose levels. The customer stated that she had an issue with insulin squirting out at the end of the tubing during the manual prime. The customer's blood glucose was unknown. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer stated that the issue occurred when changing out the infusion set. The customer declined troubleshooting. The customer was advised to monitor the insulin pump. The customer did not return the product for analysis.